Event description:
We received an allegation about discrepant results for 4 patients' samples tested with creatinine plus ver.2 (crep2) assay on a cobas 8000 cobas c701 module. Patient 1: initial result: 1.42 mg/dl. 1st repeat result: 0.98 mg/dl. 2nd repeat result: 1.0 mg/dl. Patient 2, patient 3 and patient 4 were tested on (B)(6) 2025: patient 2: initial result: 1.26 mg/dl. Repeat result: 1.04 mg/dl. Patient 3: initial result: 1.48 mg/dl. Repeat result: 1.00 mg/dl. Patient 4: initial result: 1.67 mg/dl. Repeat result: 1.06 mg/dl. During the results' validation, the customer noticed that the initial results did not correlate to the patients' history results and repeated the samples. No questionable results were reported outside the laboratory. The repeat results were deemed to be correct.

Manufacturer narrative:
The c701 module serial number was (B)(6). Qc was within the assigned ranges on the day of the event. The customer mentioned that the instrument had a yellow alarm with an abnormal temperature control. The investigation is ongoing.

Manufacturer narrative:
Sections d1, d2a, d2b, d4, g1 and g4 were updated. The calibration was acceptable. The preventive maintenance was last performed on 30-dec-2024. The field service engineer found that the reagent probes were not washed correctly, and the gear pump pressure was high. He cleaned the probes, adjusted the rinse level and the gear pump pressure, and checked the rinse tubes. The instrument was performing within specifications. No further issues were reported afterward. The root cause was consistent with a hardware-related issue (component failure).